Manufacturer narrative:
Since the user recognized this mismatch of the info simultaneously displayed by exactrac, there was no misadministration of radiation dose to a patient. Brainlab conclusion: although there has been no patient injury, nor any adverse event reported to brainlab by any hospital regarding this specific issue, a risk to patient health cannot be excluded. (B)(4). Brainlab intends the following corrective actions (concluded on (B)(4) 2013): existing potentially affected exactrac v. 6.0.1 and 6.0.2 customers with intra-fraction x-ray monitoring received a product notification info. Brainlab will provide a software update with this issue solved to affected customers. Tentative planned timeline for availability: end of (B)(4) 2013.

Event description:
When using the monoscopic intra-fraction x-ray monitoring (snap verification) of the exactrac 6.0 radiation therapy patient positioning system, the user recognized that exactrac incorrectly showed the hint icon in green color with the result text ¿no deviation detected¿, despite exactrac simultaneously displayed the x-ray image showing the actual positions of the implanted markers deviating from the user defined tolerance areas. Since the user recognized this mismatch of the info simultaneously displayed by exactrac, there was no misadministration of radiation dose to a patient. The intra-fraction x-ray monitoring is intended to instantly verify that the initial, correctly set up patient and target position in the treatment room (at the linear accelerator) did not change. Monoscopic x-ray monitoring (snap verification) is especially used if one of the two x-ray pathways is obstructed by e.g. The gantry position of the linear accelerator.